Event description:
Healthcare professional reported, right side a capsular contracture baker grade IV. Device has been explanted and replaced with a non- allergan device.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: red encapsulation was observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observations: observed opening on anterior side assessed as surgical damage. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported right side a capsular contracture baker grade IV. Device has been explanted and replaced with a non- allergan device.